Event description:
As reported by the study, approximately 10 months after percutaneous coronary intervention (pci), the pt went to the emergency room due to chest pain. Changes in the ECG were present and an extensive acute myocardial infarction was diagnosed. There was likely evidence of stent thrombosis. The pt went into cardiac arrest and died approximately two hours later. An autopsy was not performed. This patient initially presented to the cardiac catheterization unit and 1-vessel disease was found. The primary indication for intervention was stable angina but the pt was asymptomatic. The pt's blood pressure at the beginning of the procedure was 131/67 and the heart rate was 67. The left ventricle ejection fraction (vlef) was not available. Pre-procedure ck, ck-mb and troponin were within normal limits. Pre-procedure medications included aspirin, clopidogrel, statins and beta-blockers. Intra-procedure medications included aspirin and clopidogrel. Pci was performed on a lesion, the mid right coronary artery (rca) of 10mm in length in a 3.0mm vessel diameter. The (b1) eccentric lesion was characterized with an irregular contour, little to no calcification and thrombus absent. A 3.0x13mm cypher select plus stent was deployed at 16 atmospheres (atm) by direct stenting with satisfactory results. There was no post-dilatation. The residual diameter stenosis measured 0%. Thrombin inhibition in myocardial infarction (timi) iii flow was recorded pre and post-procedure. Intra-vascular ultrasound (ivus) was not used. There were no procedural complications. Post-procedure cardiac enzymes were within normal limits. The pt was discharged on the following day.

Manufacturer narrative:
Please note this device is not distributed in the united states. However, it is similar to the us distributed product. It is also not available for testing and evaluation. Additional info rec'd will be submitted within 30 days upon receipt.